Event description:
A pt was skin tested on 7/12/96 with negative results, and received her first treatment on 8/15/96 with two fomulations of collagen in the oral commissures, vertical lines above the upper lip, and chin. On 8/27/96, the pt noted and presented with swelling and induration at the skin test site. A diagnosis was not offered; no medical or surgical intervention was prescribed. On 9/7/96, the pt presented with erythema and swelling at the oral commissure treatment sites. The physical diagnosed a hypersensitivity; oral medrol and topical triamcinolone were prescribed. On 9/9/96, the pt presented with persistent, but improved symptoms; oral medrol was prescribed. On 9/18/96, the pt presented with persistent symptoms; topical triamcinolone was prescribed.